Event description:
The pt experienced burning at the area of the pump. The pt also had chills and greenish-yellow drainage from the pump pocket incision site. The pt was started on augmentin. On (B)(6) 2010, the pt returned to the clinic reporting that he had picked up a heavy object and felt drainage from the incision line. An opening was noted at the incision with a small amount of serous drainage. The pt was started on tetracycline for 10 days. On (B)(6) 2010, the pt was seen again and the incision still had an opening. The pt was instructed to continue the tetracycline for 10 more days. On (B)(6) 2010, when the pt was seen, pustulant drainage was noted at the incision line. The pt was scheduled for surgery for pump pocket exploration, debridement and lavage of the pump pocket with antibiotics and possible explant. During surgery, the surgical scar was red, warm, and tender. When the incision was made, purulent drainage was noted. The pump was explanted. The pump pocket fluid was sent for aerobic and anaerobic cultures. The intrathecal catheter was explanted and sent for culture (tip only). There was reported to be no pt injury; the pt recovered without sequela. The device system was used to deliver sufenta and clonidine.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.